Manufacturer narrative:
One opened knife sample in a blade protector tray was received. For the report of multiple knives were dull. The sample was visually inspected, and was found to be conforming. Functional penetration testing could not be performed, due to damage to the blade, during the testing set up of the sample. The returned opened sample was found to be visually conforming. However, the complaint sample was damaged. And it could not be functionally tested. Therefore, a root cause cannot be determined, for the complaint as described by the customer. Due to the damage of the returned blade, during functional testing. The exact root cause for this complaint is unknown. Therefore, specific action with regards to this complaint cannot be taken. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample that was previously reported as available was never received for evaluation for the report of multiple knives are dull therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A sample was not received at the manufacturing site and the device history record review of the lot number provided indicates that the product was processed and released according to acceptance criteria therefore, the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown therefore, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample is available that has not yet been received at manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. This is the fourth of four reports for this reported event. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that multiple knives were dull during separate cataract surgeries. Alternate knives were obtained in order to complete each procedure. There was no harm to any patient. Additional information is not available for this reported event.